Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the power supply circuit board failure of the subject device which might had occurred accidentally, because it had not occurred frequently. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device did not turn on at the preparation for use. At the incoming inspection for the repair, olympus india checked the subject device, and found that the reported phenomenon was duplicated and the power supply unit failure which might had been caused the reported phenomenon. There was no patient injury associated with this report.